Event description:
It was reported that the device was running hot. Neither delay nor patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and bent pins were observed on cord connector. The connector pins on cord connector were extremely bent and mdu could not be fully inserted into the mdu receptacle on the test control unit. Physical evidence suggests that the connector was twisted during insertion into the mdu receptacle, bending almost every pin. The unit passed functional testing after the bent pins on the cord connector were straightened out. No overheating occurred during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.